Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 24x2.50 promus premier stent was attempted to advance several times but was unable to cross the lesion. The device was removed, and it was then noted that the edge of the device got lifted. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was good.